Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device manufacture information added. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and additional information from the customer. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: the cause of the suggested event cannot be conclusively determined as no detailed information on foreign material is provided. Considering the past investigation results and mbc¿s labelling review, the legal manufacturer presume that customer¿s reprocessing method deviated from IFU recommended. IFU: reprocessing manual 2.5 channel cleaning brush instructs a proper brushing method for biopsy channel or suction channel. Moreover, foreign object existing within biopsy channel can be detected by performing an inspection prior to use in accordance with the following statement in IFU: operation manual; inspection of the instrument channel. Keep your eyes away from the distal end when inserting endotherapy accessories. Extending the endotherapy accessory from the distal end could cause an eye injury. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. A review of DHR found no anomalies during assembly process and shipped in accordance with specifications.

Manufacturer narrative:
Correction h10: this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The facility¿s charge nurse, endoscopy and advised that (B)(6) no longer works with the company. (B)(6) advised she was in this case so she may be able to assist. During the procedure they were trying to pass an injection needle and they were receiving a lot of resistance when trying to use the needle. The model and lot number of the needle is not available. When the needle was pulled out from the scope there was the black plastic sticking out from the tip of the scope. The piece was black was a hard plastic. It was explained that it looked like a small coffee stick used for stirring that was about 6-7 inches long. The piece was the shape of a half circle. Nothing fell into the patient. The procedure was completed with another scope. The model and serial number of the scope used to complete the procedure is unknown. The procedure being performed was believed to be a botox injection. The date that this occurred on is unknown. The patient demographics and pre-existing conditions are unknown. No damage or abnormalities were observed to the needle or scope other than the plastic piece coming out of the scope. The model and lot number of the needle is unknown. The scope is reprocessed manually then put into the aer. There have not been any issues with the aer. No pictures are available of the piece that came out of the scope.

Manufacturer narrative:
The device was returned to the service center for evaluation. The scope¿s plastic cap was found dented. The bending section rubber glue was found cracked on the insertion tube and c-cover. A tiny chip was observed on the objective lens not affecting image. The forceps passage boroscope and found excessive scrape and tear marks. The scope¿s angulation was noted to be low. The scope¿s control knob was tested and found loose with play. The exact cause of the reported event cannot be determined at this time. However, the instruction manual provides caution and warning statements in an effort to mitigate patient injury and scope damage. "Important information ¿ please read before use reprocessing before the first use/reprocessing and storage after use after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Important information, please read before use. Chapter 4 operation caution: when using a biopsy forceps with a needle, confirm that the needle is not excessively bent. A bent needle could protrude from the closed cups of the biopsy forceps. Using biopsy forceps with a protruding needle could damage the instrument channel and/or cause patient injury. Important information, please read before use. Warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported that during an unspecified procedure, while trying to introduce an injection needle, a piece of black plastic began to exist the end of the scope. The black foreign material measured 15.5 cm long. It was reported that the foreign material did not match any of the sheaths used by the user facility. It is unknown if the foreign material fell into the patient or if the intended procedure was completed. There was no patient injury reported.